Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:a review of the black box verified the call service alarms. A visual inspection of the pump showed visible moisture in the display. The pump failed a leak test due to a crack in the pump¿s casing between the lens and the case seal. The pump was unable to be exercised due to an unrelated replace battery alarm. The pump cover was opened and internal moisture ingress was found.